Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon insertion the sheath buckled. As a result, a new dilator/sheath introducer was used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The customer returned a sheath/dilator assembly that appeared used but typical. No damage or defects could be found through microscopic examination. The dilator was able to pass through the sheath without resistance and both components met dimensional specifications. A pin gage was inserted through the dilator indicating that there were no occlusions. A review of manufacturing records did not yield any relevant findings. The provided instructions provide insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. No problem was found with the returned sample. No further action will be taken.